Manufacturer narrative:
Several other clinical issues were identified, including pneumonia and fever, that were not associated with device therapy. However, these events were included in order to describe the events prior to death in their entirety. The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. (B)(4). Age of device: 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. During the implant procedure, the patient also underwent concomitant bioprosthetic valve replacement and clipping of the left atrial appendage. The patient was taken back to operating room for tamponade on (B)(6) 2018. Bleeding was observed behind the aorta at the aortic annulus. The area of bleeding was oversewn with pledgeted sutures and was cauterized, with resolution of bleeding. The patient had a fever of 100.8 f with negative blood cultures. White blood cells (wbc) were elevated, and the patient was treated with zosyn and vancomycin. The patient was on milrinone for cardiac assistance. The patient¿s left hand was ischemic, cyanotic, and cool to the touch. An ultrasound of the left arm showed complete thrombosis of the left brachial artery distal to the hand, and the left upper extremity was ischemic with no pulse via doppler. A thrombectomy for the radial thrombus was performed on (B)(6) 2018. Post-procedure, the patient¿s blood pressure was 40s/20s mmhg, and the patient was pale, unresponsive and breathing less. The lvad was producing low flow alarms, and the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was started, and the patient was placed on extracorporeal membrane oxygenation (ECMO). Echocardiogram from (B)(6) 2018 revealed large thrombus across the aortic valve, into the aorta and left ventricular outflow tract with some mobile area components at the edge. CT scan on (B)(6) 2018 revealed post-surgical changes of the chest status post lvad placement. CT scan of the head showed multiple areas of acute or subacute infarct involving all bilateral supratentorial lobes as well as possibly the cerebellar hemispheres. This was most consistent with extensive cardiac embolic events versus severe global ischemic events. Bilateral pleural drains were placed. There was a small right pleural effusion and pneumonia or atelectasis in bilateral lower lobes. Rib fractures were observed post-chest compressions. The patient¿s family withdrew care on (B)(6) 2018 and the patient expired the same day. No additional information was provided.

Event description:
Additional information: it was reported that patient remained intubated 6 days post implant. Autopsy report showed that cause of death was cardiac insufficiency.

Manufacturer narrative:
Device evaluation: analysis of the log files provided by the account confirmed the low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. No device related issues were identified through the evaluation of heartmate 3 lvas, serial number (B)(4). Additionally, a direct correlation between the returned device and the reported events leading up to the patient's outcome could not be conclusively determined. The submitted system controller and lvad log files as well as the lvad log files retrieved from the returned pump cumulatively contained data from (B)(6) 2018 to (B)(6) 2018. The majority of the log files captured continuous low flow and low speed events when the patient low speed was greater than the stored patient speed. Low flow events were observed on (B)(6) 2018 and (B)(6) 2018 when the patient low speed was adjusted below the stored patient speed. The flow values ranged between 2.2-2.4 lpm. It was observed that there were low flow events on (B)(6) 2018 when the pump speed was decreased. Despite the low flow condition, no abnormal low speed events were captured in the log file. (B)(4) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The pump was also returned attached to the patient¿s heart. The remainder of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump outflow with the outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned and engaged with the cuff lock. Examination of the sealed outflow graft material measuring approximately 8.5¿ in length revealed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of any developed or adhered tissue-like depositions or thrombus formations. The evaluation found no evidence of any adhered or developed depositions or thrombus formations in the device. Examination of the pump rotor and rotor well did not reveal any surface scratches or defects. Visual inspection of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on the event.